Event description:
It was reported that a patient implanted with an impella cp was suspected of having an infected kidney stone and exhibited symptoms of distributive shock. The patient was treated with calcium chloride, epinephrine, and sodium bicarbonate. Additionally, there were frequent suction events. Ultimately, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned. After reviewing the logs, suction alarms were observed. The cause of pump suction cannot be determined since insufficient clinical details were provided. The root cause of the sepsis was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.